Event description:
It was reported that during a shoulder arthroscopy case, part of the anchor broke and remains in the patient's bone, unsecure. The reporter stated that the surgeon inserted the anchor in the bone, grabbed the tissue to be sutured and when he pulled the suture wire to tie the knot, part of the anchor came out from the bone. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event are not aligning the implant tip with the prepared bone socket, prying/leveraging the driver during insertion and/or improper bone preparation; causing a break during insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained. A follow up report will be submitted.